Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally and observed unknown dust/dirt contamination on both base unit and humidifier base,found the humidifier base flip top damaged ,latch broken corrosion present on both screws towards front humidifier tank and lid also damaged. The manufacturer evaluated the device internally and observed unknown dust/dirt contamination found throughout the device internals also in blower housing and base unit. The humidifier tank is cloudy in appearance from mineral deposits,suggesting the liquid other than distilled water was used. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence of contamination in the airpath,from a source external to the device and they confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit.